Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with a fall resulting in head trauma due to syncope. Loss of capture and asystole were noted on both leads and a fracture was suspected but not confirmed. A revision took place and the leads were abandoned while the device was deactivated. A new system was implanted on the opposite side. No additional adverse patient effects were reported.